Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Slow flow and smoke were noted in the left atrium and laa before the start of the procedure. The patient was given 10k heparin prior to the transseptal puncture. The first activated clotting time (act) was 189 seconds so an additional 9k heparin was given, and the act increased to 357 seconds. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and positioned it in the laa of the patient. Before inserting the wds, it was noted that there was thrombus in the laa of the patient. The physician aspirated back and removed all the devices from the patient. The thrombus was resolved at this time. Due to this event and the patient being in atrial fibrillation the physician made the decision to end the procedure without implanting a closure device. The patient is expected to make a full recovery from this event. The physician plans to keep the patient on anticoagulation medication and have them return in thirty (30) days.